Event description:
Pt contacted dexcom tech support on (B)(6) 2012 to report that upon sensor removal, due to sensor failure, she could see the wire protruding from her abdomen. Pt reports some pain, but no signs of infection or redness. At the time of call to technical support, pt is doing ok.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.